Event description:
The customer reported to olympus that the connecting tube was falling apart and could be connected to the channel connector in the reprocessing basin. There was no patient harm associated with the event.

Manufacturer narrative:
Device manufacturer date: the device was manufactured in july 2012 based on the three-digit lot number. The specific date could not be determined with that information. The subject device was sent back to olympus for evaluation. During inspection and testing the customer¿s allegation was confirmed. It was found that one side of the gray lock lever and metal clip from the reprocessor side was detached. The gray lock lever and metal clip were not returned. A review of the device history record was unable to be reviewed for this device since the manufacturing date could not be determined with the available information. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is likely the connecting tube could not be connected due to detachment of the lock lever by external stress. As for the cause of the external stress, the user may have applied force toward the incorrect direction. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to detect the issue: "move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device. In addition, there were scratches on the connection tube, evidence of white spots inside the tube, and dents and nicks on the metal connector. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.